Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 495 mg/dl, which was treated with manual injections. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced; the device was not returned for analysis.

Manufacturer narrative:
The pump was received with a blank display. After pressing any buttons, the pump showed a ghosting display followed by a blank display due to a problem isolated to the lcd board. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the blank display. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.